Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting increased impedance measurements from 500 ohms to 1100 ohms. Other lead measurements are not known and the patient did not show up for a follow up visit so additional information could not be obtained. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.